Manufacturer narrative:
The (B)(4) was voluntarily recalled from the market in (B)(6) 2010, and the (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised because anterior tissue caused impingement. Litigation papers received. Litigation papers allege the patient suffered severe pain in her left hip, which has become progressively worse; swelling; difficulty walking; clicking sounds; high levels of chromium and cobalt; physical impairment; and emotional distress.